Event description:
A customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, as it had been experiencing cartridge alarms with consecutive cartridges. The customer will continue using their current pump until the replacement, which will have updated software, is received. Technical support provided instructions for returning the problematic pump and preparing it for shipment.